Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert for low ventricular lead impedance. The clincian suspected the measurements to be device related. The patient will continue to be monitored.